Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was an issue with the oer-elite connecting tube. The connecting tubes were not staying connected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted to update the previous aware date of the initial medwatch. Date received by manufacturer should have been 01jul2022.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation results and the legal manufacturer's investigation. The subject device was manufactured in july, 2012 based on the provided 3 digit lot information. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer's complaint was not confirmed. The device history record was unable to be reviewed for this device since the manufacturing date of the device is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is likely that an external load was applied to the cleaning tube, making it impossible to connect. External stress on the tube can be caused by the user hitting a hard object or applying force in the wrong direction. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help user to detect the event: ¿ 9 preparation and inspection: 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.